Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Multiple attempts for additional information have been made, however as of the time of this report, no additional information has been provided by the site. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s surgical procedure, while using the monopolar curved scissors (mcs) instrument with the tip cover accessory installed, arcing was observed. No patient injury, harm or adverse outcome was reported. It was noted that the electrical surgical unit (esu) setting was above the isi recommended range.